Event description:
It was reported that 4-weeks post-op one of the screws used to secure the plate had backed out. The surgeon has not taken any action at this time. However, as an event of this nature could result in the need for surgical intervention, an MDR is being filed to document this event.

Manufacturer narrative:
No conclusion can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened. Note: the screw used is unk at this time. The number used on this form is a representative of the eagle self tapping family of screws.